Manufacturer narrative:
Received 4 used pads for an arcticgel pad kit, without original packaging. During the visual evaluation, the pads were reviewed and found that the left chest pad was returned with the top partially cut off. The cut off piece was not returned with the sample. The other pads have the trim pattern correctly performed, and the plastic tubes were found completely assembled covering the total clamping rings on the plastic connector and manifold connector. The foam was found free of damages, tears or perforations and the seal between the manifold connector and pads were found completed sealed. The energy connectors were found free of damages and the pads were noted with sealing present. The pads were submitted to the flow rate test with the arctic sun machine model 2000. The pads were connected to the arctic sun machine model 2000 for 10 minutes: * right chest pad: a total of 4.39 l/min m2 of flow rate were registered during the test. * left thigh pad: a total of 4.14 l/min m2 of flow rate were registered during the test. * right thigh pad: a total of 5.09 l/min m2 of flow rate were registered during the test. * left chest pad: the reading flow is not stabilized due to cut on pad. The flow rates were found unacceptable for the left chest pad due to the cut on the pad; however, the other pads were found acceptable. The flow rate for this product must be above 2.4 l/min m2. The reported event was confirmed as cause unknown. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use states the following: ¿once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit.¿ (B)(4).

Event description:
It was reported that the pads were giving no flow upon initiation of therapy. Therapy was interrupted in order to put a new set of pads onto the patient. Therapy was resumed with the new set of pads with no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving no flow upon initiation of therapy. Therapy was interrupted in order to put a new set of pads onto the patient. Therapy was resumed with the new set of pads with no further issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pads were giving no flow upon initiation of therapy. Therapy was interrupted in order to put a new set of pads onto the patient. Therapy was resumed with the new set of pads with no further issues.